Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown plate/unknown lot number. Unknown if device is/not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.7/3.5 distal fibula plate was implanted along with two 3.5 syndesmosis screws. The wound has since become extremely infected. On (B)(6) 2015 the hardware was successfully removed except for a portion of a 3.5 mm cortex screw that was used as a syndesmosis screw that had broken sometime after the initial surgery. The wound was washed out. Surgeon will wash out wound again in two days and may try to remove the broken screw. There was no surgical delay. This report is 2 of 3 for (B)(4).